Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
It was reported that, during surgery when surgeon was driving the screw with the screwdriver, he heard a sound and noticed that the head of the screwdriver crumbled into many pieces. Surgeon was able to remove crumbled screwdriver head debris to the best of his ability.